Event description:
As discovered by gore in the journal of vascular surgery 48 (2008), this patient, at an unknown date, was implanted with a gore tag thoracic endoprosthesis to treat a traumatic thoracic aortic transection. Intraoperative angiogram revealed a complete exclusion of the pathology. However, incomplete proximal apposition of the device to the lesser curvature of the aortic arch was documented. Five days post-implantation, follow-up cta revealed a partial proximal collapse of the device. Following 2 unsuccessful endovascular attempts to re-balloon the device using a 46mm medtronic reliant stent graft balloon catheter,the physician then implanted a cordis palmaz stent graft into the proximal portion of the gore tag thoracic endoprosthesis. Final cta showed perfect alignment of the device in the aortic arch. No endoleak was identified. The patient recovered and was discharged home. Further information, including images were requested.

Manufacturer narrative:
Further information, including images were requested.